Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that had a blue screen indicating a som board failure. There was reportedly no patient involvement. The asp evaluated the device on site. It was determined that this was a malfunction of som board failure. However, the device is at end-of-life which means no parts are available. The device remains at the customer site and no further evaluation is warranted at this time.